Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 (mg/dl) after delivering a bolus. Juice was consumed to treat the low bg level. Reportedly, the customer was a new pump user and believes that the correction factor and carbohydrate ratio settings need adjusting. Recommendation was made to consult with health care provider regarding adjusting the pump settings. At the time of the reported event, bg level was 88 mg/dl.